Event description:
Patient had inserted a bardport implanted port with groshong catheter for the purpose of chemotherapy administration. The next day the patient returned to the radiology department for a venogram to check venous port. The venogram showed, "extravasation of contrast into the soft tissues. None is seen entering the venous system." The next day the patient returned to the radiology department for a "percutaneous retrieval of a fractured port-a-cath tip" that had "migrated off of the tip and flowed into the svc, right atrium and right ventricle." A couple of days later the patient returned for the "removal of left subclavian vein port and replacement with left anterior jugular vein central venous port."